Manufacturer narrative:
Date of event was estimated based on the reporting date. Media inspection was performed by boston scientific medical personnel. The images were consistent with guidewire entanglement.

Event description:
It was reported that advancing difficulties occurred. The patient presented with left main st-elevation myocardial infarction. An opticross imaging catheter was introduced for ultrasound examination of the target lesion but advancing were encountered. The procedure was completed using an alternate method or device. There were no patient complications. However, media inspection revealed guidewire entanglement.